Event description:
A peritoneal dialysis patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome were not reported. The patient was on hemodialysis at the time of his report and their pd catheter was removed. No additional information is available.

Manufacturer narrative:
The event occurred on an unreported date "from the past 1 month." The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.